Event description:
The pt's parent reported that due to recent health issues that require frequent MRI's, the surgeon clipped the electrode array and explanted the device. The plan is for the pt to be reimplanted within the next year.